Manufacturer narrative:
This report is being amended to reflect changes. This information was reported in error on initial MDR . The air dermatome device, serial number and manufactured date unknown, was not returned to zimmer surgical for evaluation. The product retrieval task was suspended due to lack of customer response. The device was not returned to zimmer surgical for evaluation and repair. The customer¿s reported event could not be confirmed and a cause could not be determined. There is no information regarding user technique; however, it should be noted that improper user technique can potentially lead to undesirable graft results. Additionally, the customer should be aware, per the instructions for use, "the zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy."

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete. Not returned to manufacturer.

Event description:
It was reported that in preparation for harvesting skin graft, the dermatome was assembled correctly but during use, a 2 inch divot was removed from the patient's thigh. It was unknown whether the equipment malfunctioned or the suboptimal tension equipment was placed on skin prior to use of instrument. The wound was identified, repaired with #3 vicryl sutures for deep closure and #4 nylon sutures for cutaneous closure. The equipment was sequestered, and new equipment was used to complete intended graft procedure. The laceration is healing without incident.